Manufacturer narrative:
(B)(4). Batch # p9334h. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the blade tip was broken during procedure. Changed local brand to complete the surgery. The whole surgery had been prolonged. No additional information can be provided.